Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.028. Lot: 9298602. Manufacturing site: hägendorf. Release to warehouse date: 16.jan.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the instrument was received at us cq with the flexible screwdriver broken at the proximal portion of the device where the flexible part begins. The shaft is completely separated into 2 pieces. This is consistent with the reported complaint condition, thus confirming the complaint. A device failure was identified. Dimensional inspection: outer shaft dimension was measured and found to be confirming based on relevant drawings. Document specification: the following documents were reviewed as part of this investigation: review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the root cause could not be definitively determined as the circumstances at the time of the break are unknown. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the hexagonal flexible screwdriver broke after tightening of locking mechanism was achieved. It would not release; in turn, the handle broke from the shaft when twisting it. The procedure was completed with the delay of two (2) minutes. There was no harm to the patient. This report is for a 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).